Event description:
It was reported that the patient presented in clinic dizziness. Device interrogation revealed back up operation on the pacemaker. The physician elected to explant and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed, device in backup-mode could not be confirmed due to low battery voltage. The device was at end of service (eos) level, with no output, and no telemetry upon receipt not being able to save the device image. The high drain current was observed and isolated to an integrated circuit (ic) which drained the battery. Longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.